Event description:
It was reported that this right atrial (ra) lead fractured two years after implant and was explanted. It is unknown if a new ra lead was implanted. No additional patient adverse effects were reported. This lead is expected to be returned to boston scientific for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was extended and there was dried blood within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 235 mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage.

Event description:
It was reported that this right atrial (ra) lead fractured two years after implant and was explanted. It is unknown if a new ra lead was implanted. No additional patient adverse effects were reported. This lead was returned to boston scientific for analysis.